Manufacturer narrative:
(B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically revised. Attempts to obtain additional information were unsuccessful. The lead remains in service and no new lead was implanted. No additional adverse patient effects were reported.